Event description:
It was reported to philips that the system failed to boot, requiring replacement of the hard disk and x-ray pc on an azurion 7 b20. The clinical use of the system was outside clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the hard disk and x-ray pc, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).